Manufacturer narrative:
(B)(4). The display pcb was replaced.

Event description:
It was reported to covidien that the n560 monitor led display was not functional. Investigation found the unit was missing segments in the seven digit display. There was no patient harm.